Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons required multiple hard presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was confirmed to be intact with no damage or peeling. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found.